Event description:
Four (4) patients that underwent a breast reduction mammoplasty using 2-0 quill srs pdo developed localized inflammation and experienced suture spitting/extrusion. The incidents occurred four (4) to thirty-five (35) days post surgery. Partial removal of the product using a local anesthetic was required for three (3) of the patients while the fourth required complete removal of the device, also using a local anesthetic. All four (4) patients were treated empirically with antibiotics prior to receiving culture and sensitivities test results showing no growth. Note: individual patient history/background was only provided for one (1) of the four (4) patients involved in this event.

Manufacturer narrative:
The date of event is estimated. A product code and lot number were not reported. However, the product was described as 2-0 quill srs pdo. The order history for this customer was reviewed and shows that the product in question is most likely ra-1028q. The customer purchased various lots of this product code. The implant / explant date (s) are estimated as (B) (6) 2008. The device was not returned for evaluation. Furthermore, the product lot number is unknown. Results - the device was not returned for evaluation. No product evaluation can be performed. (B) (4). (B) (4), 2-0 quill srs pdo.